Event description:
It was reported by service report, the product had various issues. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Incompatible components, it was found that the footboard was not configured for the bed. It is likely that the footboard was swapped with a different configuration of product.